Event description:
During a low anterior resection procedure, the device was used to staple the rectum, according to surgeon staples were not formed correctly (open) and found the recttal stump not closed while introducing sizers. Nto noted how case completed. No pt consequence.